Event description:
The user facility reported that the housing is broken at the weld found during a procedure. There were no adverse consequences, no delay and no medical intervention. The procedure was completed successfully.

Manufacturer narrative:
The reported event was confirmed. A picture was attached at intake. It was visually observed the weld was compromised.

Event description:
The user facility reported that the housing is broken. Attempts are being made to obtain additional information about the event; no further information was received.